Event description:
Allegedly, the patient (hospital for special surgery) had a profemur tl implanted with modular neck of the wright company on (B)(6) 2008 in (B)(4). Although the product has been implanted in the united states, the same prosthesis was also sold in (B)(4) (micro port orthopedics (B)(4)). On (B)(6) 2014, there was a fracture of the modular prosthesis neck here in (B)(6), the necessary change operation took place on (B)(6) 2014 in our clinic. The broken prosthesis was replaced, the patient received at his request, the explant with the broken neck.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).